Event description:
It was reported that the video system center had an e315 error code. The issue occurred before the endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with another similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device as the serial number provided might not be correct. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection; the customer's complaint was not confirmed. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
There was a delay (unknown how long). There was no patient harm, and the patient was not under anesthesia at the time.